Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 had an unusual smell and then smoke coming from the trigger. Smoke was coming from actual device, possible shortage. Device was not working properly, it would start then stop. A new device was pulled to continue with the case. No harm done to the patient.

Manufacturer narrative:
Trackwise ID: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Historical data analysis: (4109/213/67)the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode ¿smoking¿. There was 1 additional similar complaint reported for the reported failure mode ¿electrical/electronic property problem¿ and the reported lot/serial number. A review of the product complaint trend data was performed for the months of nov 2021¿ through ¿feb2022¿. The review does not identify an increasing trend or an adverse trend for three consecutive months for the product family and the failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period mar 2020 to feb 2022 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device & testing of raw/starting materials: (10 /4105/213/67) enter investigation. The device was returned to the factory for evaluation on 04/07/2022. An investigation was conducted on 04/14/2022. A visual inspection was conducted. Signs of clinical use and evidence of charred material was observed on the heater wire. The heater wire was observed to be slightly flexed at the center of the hot jaw due to normal clinical use. The clear silicone insulation on both the cold and hot jaws was observed to be intact, with no visual defects observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released with no excessive smoke observed. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four(04) repetitions using "max life test method (B)(4). The device activated and transected tissue four (04) times with no cautery failure observed with no excessive smoke observed. Based on the returned condition of the device, the reported failure "electrical /electronic property problem" and "smoke" was not confirmed.